Event description:
It was reported that prior to a biopsy procedure, the device allegedly failed to calibrate. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe and vacuum assembly was returned for evaluation . On visual evaluation , the probe appeared clean and the aperture was completely open. On functional evaluation , the probe was loaded into the in-house driver and an error message showed . The aperture of the probe was manually turned to 20% closed. Again the probe was loaded into the driver and calibrated successfully for an additional two times . The probe was attached to two in house driver housings and fit without issues. However , the investigation for the reported failure to calibrate device is confirmed as the device failed to calibrate at first time. A definitive root cause for the alleged failure to calibrate device could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 08/2021), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 08/2021.

Event description:
It was reported that prior to a biopsy, the device allegedly failed to calibrate. The procedure was completed by exchanging a new device. There was no patient contact.